Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the power cord was torn on all three units. The plug harness was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance there was a tear, cut and hole in the cord. Investigation found low motor speed and exposed wire. No adverse event was reported as a result of this malfunction.